Event description:
Reportedly, an x-ray was performed and device measurement at fu on (B)(6) 2025 showed a dislodgement of the lead, re-intervention was scheduled for (B)(6) 2025, where the lead was re-positioned.

Manufacturer narrative:
Summary of the investigation: the review of the provided patient file revealed that few days post implantation an issue with the atrial lead position occurred (crosstalk: atrial pacing detected by the ventricular lead and a sudden decrease in the atrial sensing). These electrical issues were attributed to a lead dislodgement, which was confirmed by the physician. As reported, the subject atrial lead was re-positioned, resolving the associated electrical issues. Based on available information, lead dislodgement/ micro dislodgement most likely occurred due to external factors, such as patient physiology, or physician preferred implant site. These issues are well-known potential complications associated to such implantable devices and are discussed in the device instructions-for-use and published in literature. This case is retained and utilized for trending purposes.

Event description:
Reportedly, an x-ray was performed and device measurement at fu on (B)(6) 2025 showed a dislodgement of the lead, re-intervention was scheduled for (B)(6) 2025, where the lead was re-positioned.